Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument was observed to have an unknown failure. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm mega suturecut needle driver instrument had movement issues. It was moving uncontrollably in addition to having static movement. The instrument was observed to have a cable damage. There was no breakage on distal end of the instrument. There was no patient injury. The procedure was completed using a back-up instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and it was found to have indentations on both blades. The blade indentation did cause the cut test failure. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Manufacturer narrative:
Intuitive surgical inc., (isi) received following additional information from initial reporter: the customer clarified that an uncontrolled movement described in previous response referred to 8mm mega suturecut needle driver instrument being static and not moving at all. Based on the subsequent information obtained from customer, annex code a was modified to a0512.

Event description:
Refer to h11 for follow-up information.